Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 586 mg/dl high ketones that were identified as dangerous by a healthcare provider. The customer was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on 01/07/24 with issue resolved and no permanent damage. Reportedly, the customer was using admelog brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.